Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. At this time, vyaire has not received the suspect device/component for evaluation. Root cause was attributed to a software issue - failsafe application activated. A special update was sent to the customer to upgrade the software. No updates have been received from the customer after the upgrade.

Event description:
The customer reported that the device was displaying a message "bellavista detect a user interface issue". There was no patient involvement on this event.